Event description:
It was reported that this right ventricular (rv) lead exhibited low impedance. In addition, noise was observed on stored electrogram; no real time noise was observed. The patient was not pacemaker dependent. The patient will see an electrophysiologist for a possible lead revision. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information was received that a lead fracture was suspected. The lead was capped and replaced. No further patient complications have been reported as a result of this event. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: vedr01 implantable pulse generator (ipg) implanted: (B)(6) 2006; 4068-45 implantable pacing lead implanted: (B)(6) 1999. (B)(4).